Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted (B)(6) 2012.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.